Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had to go to the pain office to meet with a manufacturer¿s representative (rep) and they reprogrammed the stimulator. The patient reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she stretched that morning and then the device quit stimulating on her left side. The patient stated that the right side felt okay, but both sides were giving the settings not available message when she tried to adjust stimulation. The patient was directed to follow-up with the healthcare provider to have the implant and settings checked. The change in therapy or symptoms was considered sudden. The indication for use was spinal pain.